Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was re-admitted to hospital with a driveline infection. The patient was treated with intravenous antibiotics and surgical incision and drainage. Wound cultures of the driveline exit site, on a previous admission, grew various bacterial agents. The patient reports following dressing protocol to the best of his ability and there was no reported tension or trauma to the driveline. Patient has had multiple abdominal, chest and pelvic CT scans that have shown extensive or worsening fat stranding and a small fluid collection. Of note, additional information was received that indicated that the patient has had a total of at least three other hospital admissions for driveline infections (captured in separate complaint files). As of the date of this report, the patient has been discharged home on intravenous antibiotic therapy.